Event description:
A patient was positioned with the head first for a mr examination. While moving the patient into the bore, the little finger of the left hand got caught between the table top and the magnet bore, resulting in a broken finger.

Manufacturer narrative:
(B)(4). Conclusions: this unfortunate incident was reported as a result of negligence by the operator not following documented procedure. It is clearly stated in the instructions for use that before starting a scan which initiates table movement, always check that nothing can get caught or hit during table movement.